Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with semi-cold insulin and also may have introduced air into the cartridge. During troubleshooting with tandem technical support the customer was able to load a new cartridge successfully.